Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction to remove the following information from the initial MDR, "it was reported that pain or discomfort occurred. The sensor was inserted into the arm on (B)(6) 2024. Date of event is an " h2: correction.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that pain or discomfort occurred. The sensor was inserted into the arm on (B)(6) 2024. Date of event is an it was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient experienced a skin reaction with pain, inflammation, and infection underneath the sensor pod area. On (B)(6) 2024, the patient went to a clinic for evaluation. A wound culture was done, and the patient was prescribed oral doxycycline and oral augmentin. He was also provided with instructions for how to clean and put a dressing on the infected area. The patient stated that the area was about the size of a ¿dollar coin¿ and is starting to ¿tunnel¿. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.